Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection confirmed a crack in the insulation near the joint between the lead body and proximal sense b contact; however, resistance tests were completed to assess electrical performance and inner insulation integrity and measurements throughout these tests were within normal limits. The observed crack in the insulation did not impact the functionality of the lead. Analysis did not identify any electrode characteristics that would have contributed to the observed inappropriate shock.

Event description:
It was reported that this product was returned with no reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory determined a product performance issue. No adverse patient effects were reported.